Event description:
On (B)(6) 2013, life scan was contacted by a reporter alleging that their meter would power off during use. At this time the issue remains unresolved and being reported because of that. There is nothing to suggest that this malfunction caused or contributed to a serious injury or death.

Manufacturer narrative:
Should read product problem instead of adverse event.